Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. Philips field service engineer (fse) confirmed the reported touchscreen failure. The fse replaced the touchscreen and completed the required testing. The unit passed all tests.

Event description:
The customer reported a touchscreen failure. Reportedly, touch was not detected in the lower left quadrant. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13mar2019, date rec¿d by MFR : 12mar2019. Failure analysis on the returned touch screen conducted by philips shows that the customer complaint of ¿touch screen failure¿ was duplicated. The touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.